Manufacturer narrative:
The specimen was lithium heparin collected in a pst tube and centrifuged at 3,500 rpm for 5 minutes. The customer stated that the patient's samples have an unusual appearance; slightly cloudy though not quite lipemic. The samples were aspirated out of the primary collection tubes for analysis. Qc was within specifications prior to and after the event. There were no flags or errors posted to the event log associated with this event. The customer did not question any other assays or results. A field service engineer (fse) was dispatched: the lab manger pulled all of the patient's samples in question and a "globular mass" was observed in every sample. The fse conducted a diagnostic testing and qc; both met specifications. Although sample integrity is in question, no definitive root cause could be determined for this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer obtained a troponin (accu tni) result above the ami cut-off for one patient sample. The initial accu tni result was 4.14ng/ml and 0.09ng/ml upon repeat. The specimen was aliquoted and re-centrifuged, and then re-tested; obtained result was 0.04ng/ml. A fresh sample collected from this patient gave a result of 0.10ng/ml. Based on available information, several of the patient's previous samples were resulting in the 0.07-0.09ng/ml range. The erroneously elevated result was reported out of the lab, and customer stated the patient had a cardiac catheterization performed but "does not believe the physician performed the catheterization due to the accu tni results".